Event description:
The customer stated that they started a new lot of iron/magnesium calibrators on the aeroset analyzer and the quality control shifted low for magnesium. The customer states they reran four samples with original results obtained on the previous calibrator lot. Sample four of four had an original result of 1.5 meq/l and a repeat result of 1.8 meq/l. No results were questioned by the physician. The customer stated that the instrument maintenance is up to date, and there are no other assay issues. The abbott customer technical advocate sent a different calibrator lot for troubleshooting. The customer received the new calibrator and the quality control is back in range. No impact to pt management was reported.

Manufacturer narrative:
It was determined after completion of in-house testing that the iron/magnesium calibrator lot 54187m200 value assignment sheet, was incorrectly assigned with a set point for cal 2 at 3.2 meq/l instead of 0.8 meq/l. An assessment to pt impact was performed and values above 0.8 meq/l were found to be 17.24% lower than they should be. This is an initial report. The MFR has been notified and a further investigation is currently in process. A final report will be submitted when the investigation is complete.